Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the enhanced half-height drawer 2.2, pocket a6 failed to be detected on the bus. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 with pocket 6 was failed to be detected by bus. A field service engineer (fse) found liquid spilled under pocket a6, which damaged the cubie tray. A new cubie tray was replaced, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the enhanced half-height drawer 2.2, pocket a6 failed to be detected on the bus. There were no delay or adverse events or injuries reported based on this event.